Event description:
It was reported that externalized conductors were suspected. Noise was observed but not confirmed by electrograms. The patient will be monitored.

Event description:
New information received notes that the lead was explanted. The procedure was completed with no issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.